Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient undergoing posterior cervical fusion at levels c1-3 for c1, c2 fracture. It was reported that the 28mm right c1 screw was shorter and was not touching the tip of the screw in the fracture line when inserting, so it was changed to 30 mm. There was a delay of less than 60 minutes. There was no patient symptoms or complications as a result of this event. No further complications were reported/anticipated.

Manufacturer narrative:
H3: product analysis#: (B)(4): part#: g3603528, lot#: h5775137 - visual and optical inspection did not reveal any damage to the screw. Details in the event confirm wrong screw was chosen. No fault found. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.